Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have contributed to the reported dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged due to the device flipping over itself multiple times in the patient's large subcutaneous pocket. This lead was explanted and a new lead was replaced thereafter. This lead is out of service. No adverse patient effects were reported.